Event description:
The account alleged that the knee and hi/low functions will self run.

Manufacturer narrative:
The account isolated the siderails but the issue remains. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.